Event description:
A nurse reported to baxter (B)(4) that it has become more difficult to close tight the filter and the tubing and this has resulted in blood leakage. There was patient involvement but no injury or medical intervention was reported at the time of the incident.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.